Event description:
It was reported that reported that the surgeon was not receiving a response when he was stimulating what he believed to be the nerve. No muscle relaxants were administered at the time of the issue. The monitoring equipment was not used for the remainder of the procedure. There was no patient injury reported.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant product: ID #8229507, contact emg tube (7mm), lot# not provided/unknown. (B)(4). The device was not returned for evaluation. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.